Event description:
Pt reported the infusion set connectors have leaked insulin several times since (B)(6) 2012. His blood glucose elevated as high as 32.6 mmol/l (586.8 mg/dl) as a result. He provided the following example: his blood glucose was 25.4 mmol/l (457.2 mg/dl) on (B)(6)2012 at 12:00 p.m. He ate 2 be and delivered a bolus of 7.9 iu. His blood glucose level was 26.2 mmol/l (471.6 mg/dl) at 1:00 p.m., and he ate 6 be and delivered a bolus of 9 iu. His blood glucose was 32.6 mmol/l (586.8 mg/dl) at 3:41 p.m., and he delivered a bolus of 11 iu at 4:00 p.m. His blood glucose then registered "hi" at 4:37 p.m. He did not notice any wetness and changed the infusion set. His blood glucose was 29.1 mmol/l (523.8 mg/dl) at 5:05 p.m., and he delivered a bolus of 5 iu. His blood glucose was 22.7 mmol/l (408.6 mg/dl) at 5:54 p.m. And 17.7 mmol/l (318.6 mg/dl) at 6:48 p.m. At 7:53 p.m., his blood glucose was 13.6 mmol/l (244.8 mg/dl) and he ate 5 be and delivered a bolus of 11.4 iu. His blood glucose decreased to 5.2 mmol/l (93.6 mg/dl) at 11:11 p.m. The infusion sets were requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.